Manufacturer narrative:
Added related report number to h10. Updated b4, g3, g6, and h2.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An imagery review was performed, revealing calcification in the landing zone. The balloon was found to have burst both radially and longitudinally, with the distal end umbrellaed over the nose tip and the balloon spring stretched. Additionally, the sheath liner showed signs of delamination and tearing at the distal end. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Historically, these events have been attributed to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the imagery review. Available information suggests that patient and procedural factors (calcification and over-inflation) likely contributed to the event. As reported, ''the balloon rupture was attributed to bulky leaflet calcium.'' Patient imagery provided by the site confirmed calcification in the landing zone. Calcification can create challenging anatomy for balloon inflation. Although balloons are designed and tested to withstand pressures at or above the rated burst pressure, calcified nodules can compromise the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, the customer reported ''over-inflation +1cc.'' While the nominal inflation volume is specified in the IFU, exceeding it can subject the balloon to excessive pressure, increasing the risk of rupture. The complaint regarding difficulty or inability to withdraw the system through the sheath was also confirmed. Procedural factors (the withdrawal of a burst balloon) likely contributed to the event. The altered balloon profile post-burst may have increased susceptibility to catching on the distal sheath tip, leading to withdrawal challenges. The observed liner delamination and tearing further support evidence of device catching and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Manufacturer related report number - 2015691 2025 07124. Addition to h.11. Updates to b.4, g.6 and h.2.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm commander delivery system (ds), during deployment, the inflation balloon of the ds ruptured at the end of inflation. The valve was successfully implanted in the intended position, and no central leak or patient injury was reported. Blood was observed in the syringe, and the ds could not be withdrawn through the esheath. A loop snare was introduced from the contralateral side to capture the nose cone and distal portion of the balloon, which was then tracked back into the esheath. The esheath, ds, and balloon tip/snare were removed together as a single unit. Protamine was administered, and hemostasis was achieved using two perclose devices. Post-procedural angiography showed no leak or damage to the femoral artery. The patient remained in stable condition following the procedure. The esheath was noted to be split approximately one-third down from the tip, and liner delamination was observed. The ds protruded out the side of the sheath during removal. The balloon rupture and subsequent difficulty in withdrawing the system were attributed to bulky leaflet calcium. A 14 french sheath was introduced on the contralateral side, and post-dilation was performed using a 24 mm true balloon. No other edwards devices were reported as damaged during the case. The edwards devices used during the procedure were discarded and are not available for return.